Manufacturer narrative:
(B)(4), date sent: 7/13/2023, d4 batch #: p9386x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the was received disassembled and with the nose cone cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a hepatectomy the handpiece is locked. When attempting to change the handpiece, it was broken. There were no patient consequences.